Event description:
Patient came in for lead removal after spinal cord stimulator trial. Attempted to remove right lead. When right lead was removed, the tip of the lead was frayed and two metal electrodes remained inside patient.